Manufacturer narrative:
Event date: (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had air transferred to them from the patient line of a homechoice cassette with no alarm. It was not specified what part of peritoneal dialysis therapy this occurred. The patient was connected at the time of the observed air. There was no patient injury or medical intervention associated with this event. No additional information is available.